Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 25 and low bg found on (B)(6) 2022 . The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sesnor test, occlusion test, active current test, sleep current test and self test. Successfully downloaded the intial history files and traces using thus. No pump error 25 alarms were noted during testing. The power management tool confirmed pump error 25 was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to moisture damage. Pump error 25 was found in the history files or traces on the event date at 01:15:00.00. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2, and force sensor. Pump turned into blank display after inspection. Unable to redownload and regenerate a new power management graph for pump error 25 due to blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, label damage (stained), corroded battery tube. Insulin pump error 25 and blank display were confirmed due to moisture damage on pcba 1, pcba 2, and force sensor. Pump passed full dry test. Unable to confirm low bg. Unable to redownload due to blank display due to moisture damage on pcba 1, pcba 2, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had two power error message. Insulin pump had power error. Customer stated that the insulin pump notification light stopped flashing immediately. No harm requiring medical intervention was reported. The product was been returned for analysis.